Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder.") In a 41-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included miscarriage (miscarriage 2008, miscarriage 2013). Previously administered products included for an unreported indication: misoprostol from (B)(6) 2013 to (B)(6) 2013. Concomitant products included butalbital;caffeine;paracetamol (fioricet), famotidine, famotidine (pepcid ac) since january 2017, omeprazole (protonix) from (B)(6) 2013 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2013, pantoprazole from (B)(6) 2013 to (B)(6) 2013 and proton pump inhibitors. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and migraine ("migraine headaches"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) - type: vaginal"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), post-traumatic stress disorder ("post traumatic stress disorder / psychological or psychiatric problems condition: ptsd"), panic disorder ("panic disorder") and headache ("headaches"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction and dyspareunia was resolving, the bipolar disorder, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, fatigue, nausea, gastrointestinal disorder, migraine, post-traumatic stress disorder, panic disorder, depression, anxiety, headache and vaginal infection outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, panic disorder, pelvic pain, post-traumatic stress disorder, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- headaches, infection (bladder/ urinary tract/vaginal) - type: vaginal. Outcome of event pelvic pain was updated. Historical and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 41-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and gastrointestinal disorder ("bowel issues"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), post-traumatic stress disorder ("post traumatic stress disorder"), panic disorder ("panic disorder") and bipolar disorder ("bipolar"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, fatigue, nausea, gastrointestinal disorder, migraine, post-traumatic stress disorder, panic disorder and bipolar disorder outcome was unknown, the abdominal pain, female sexual dysfunction and dyspareunia was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, bipolar disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, menstrual disorder, migraine, nausea, panic disorder, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 41-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and gastrointestinal disorder ("bowel issues"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), post-traumatic stress disorder ("post traumatic stress disorder"), panic disorder ("panic disorder") and bipolar disorder ("bipolar"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, fatigue, nausea, gastrointestinal disorder, migraine, post-traumatic stress disorder, panic disorder and bipolar disorder outcome was unknown, the abdominal pain, female sexual dysfunction and dyspareunia was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, bipolar disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, menstrual disorder, migraine, nausea, panic disorder, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: date of birth, essure lot number (a66681), stop date, events nausea, bowel issues, dysmenorrhea (cramping), abdominal pain, abnormal vaginal bleeding, menorrhagia, apareunia, dyspareunia, fatigue, migraines / headaches, post traumatic stress disorder, panic disorder, bipolar and did not perform essure confirmation test. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and bipolar disorder ("bipolar") in a 41-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included miscarriage (miscarriage 2008, miscarriage 2013). Concomitant products included axotal (fioricet), famotidine (pepcid) and pantoprazole (protonix). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and gastrointestinal disorder ("bowel issues"). In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In april 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), post-traumatic stress disorder ("post traumatic stress disorder") and panic disorder ("panic disorder"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, bipolar disorder, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, fatigue, nausea, gastrointestinal disorder, migraine, post-traumatic stress disorder, panic disorder, depression and anxiety outcome was unknown, the abdominal pain, female sexual dysfunction and dyspareunia was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, menstrual disorder, migraine, nausea, panic disorder, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression and mental anguish. Onset date of event pelvic pain, dysmenorrhoea, abdominal pain, nausea, migraine were update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder.') In a 41-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included miscarriage (miscarriage 2008, miscarriage 2013). Previously administered products included for an unreported indication: misoprostol from (B)(6) 2013 to (B)(6) 2013. Concomitant products included butalbital;caffeine;paracetamol (fioricet), famotidine, famotidine (pepcid ac) since (B)(6) 2017, omeprazole (protonix) from (B)(6) 2013 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2013, pantoprazole from (B)(6) 2013 to (B)(6) 2013 and proton pump inhibitors. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and migraine ("migraine headaches"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) - type: vaginal"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), post-traumatic stress disorder ("post traumatic stress disorder / psychological or psychiatric problems condition: ptsd"), panic disorder ("panic disorder"), headache ("headaches") and procedural pain ("screaming in pain in the recover room"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved, the bipolar disorder, menstrual disorder, dysmenorrhoea, fatigue, nausea, gastrointestinal disorder, migraine, post-traumatic stress disorder, panic disorder, depression, anxiety, headache and procedural pain outcome was unknown and the abdominal pain, female sexual dysfunction and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, panic disorder, pelvic pain, post-traumatic stress disorder, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding, bladder/urinary problem changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder.') In a 41-year-old female patient who had essure (batch no. A66681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included miscarriage (miscarriage 2008, miscarriage 2013). Previously administered products included for an unreported indication: misoprostol from (B)(6) to (B)(6) 2013. Concomitant products included butalbital;caffeine;paracetamol (fioricet), famotidine, famotidine (pepcid ac) since (B)(6) 2017, omeprazole (protonix) from august 2013 to november 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) to (B)(6) , pantoprazole from (B)(6) to (B)(6) and proton pump inhibitors. On (B)(6) , the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and migraine ("migraine headaches"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) - type: vaginal"). On (B)(6) , the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), post-traumatic stress disorder ("post traumatic stress disorder / psychological or psychiatric problems condition: ptsd"), panic disorder ("panic disorder"), headache ("headaches") and procedural pain ("screaming in pain in the recover room"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure). Essure was removed on (B)(6) -2013. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction and dyspareunia was resolving, the bipolar disorder, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, fatigue, nausea, gastrointestinal disorder, migraine, post-traumatic stress disorder, panic disorder, depression, anxiety, headache, vaginal infection and procedural pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, panic disorder, pelvic pain, post-traumatic stress disorder, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media; reporter added. Event added as screaming in pain in the recover room a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.